Event description:
A patient reported blood glucose results of 209 mg/dl with a lifescan meter and 164 mg/dl with an accucheck meter (invalid comparison), performed within 10 minutes of each other. The customer service representative walked the patient through two consecutive control solution tests and both results fell outside the specified range. Meter was replaced.